Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for failure analysis, but the reported failure could not be reproduced. The unit energized and cauterized, and all ports recognize instruments. C-00 errors were noted in error log. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the site was having issues with monopolar energy activation. The customer was using the monopolar curved scissors (mcs) instrument and was receiving error c-01 on the erbe. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the caller swap out the energy activation cable, and instrument and moved the cable to the lower monopolar port with no change. The isi tse also had the caller power cycle the erbe with no change. The caller stated they were switching to a vessel sealer instrument to finish the procedure. The isi tse recommended trying a system restart when possible. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The isi fse was unable to replicate the reported issue but replaced the erbe to address the issue. The system was tested and verified as ready for use. Isi has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.